Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the stent delivery system (sds) found it was returned without blood or contrast visible. The chipboard box was returned opened. The sds was returned partially inside the dispenser coil, in the tyvek pouch and inside the chipboard box. The stylet was returned in the inner member and the protective sheath was on the stent implant. The stent implant was stationary on the balloon between the markers of the tightly folded balloon with no damage noted to the stent implant. This is consistent with the reported information that the sds was not used in the patient. Factors that may contribute to unsealed packaging include, but are not limited to: manufacturing, storage environment, or transportation method and handling during unpacking. To ensure this is not the result of a manufacturing deficiency, 100% inspection is performed during the manufacturing process to verify that all seals are complete with no gaps, channels, or voids. Analysis noted the tyvek pouch was returned with the vendor seal completely peeled open at on the sides and most of the top portion was peeled opened. The vendor seal imprint was visible where the tyvek pouch had been completely sealed. There was no other damage noted to the packaging. In this case, it was reported that the sterile packaging (tyvek pouch) was compromised during preparation suggesting that the package was opened to perform the preparation of the device. Additionally, product performance engineering evaluated the returned tyvek pouch and the vendor seal flap appears to have been opened as designed to remove the product from the tyvek pouch. It is possible that the tyvek packaging flap was inadvertently pulled opened at an earlier point in time and may have been forgotten. Prior to preparation of the device, they observed that the tyvek pouch was opened, and thus reported that the sterile packaging was compromised; although it appears it was not. There was a kink in the shaft 12.5 cm distal to the strain relief tubing. There was no other damage noted to the sds. The noted kink was not reported and most likely resulted from handling of the product post-procedure during packing for shipment back to abbott vascular for investigation. A review of the finished product lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for this lot. Although a conclusive cause for the report compromised seal could not be determined, there is no indication to suggest a product quality deficiency. There does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during preparation, the sterile packaging of the promus rx stent delivery system was compromised. There was no patient involvement. Though requested, there was no additional information provided.